Event description:
The hcp reported that the device was removed due to drainage and redness in the device pocket. No cultures were reported to have been obtained. The pt was treated with oral antibiotics and the total device system was explanted and replaced with a new system in 2004.